Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone 3mg/ml for a total dose of 1.2490mg/day, compounded bupivacaine 10mg/ml for a total dose of 4.163mg/day, and compounded baclofen 300mcg/ml for a total dose of 124.90mcg/day via an implantable pump for non-malignant pain. It was reported pump logs showed a motor stall occurred on (B)(6) 2018 at 08:13 with a motor stall recovery occurring at 09:14. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that review of the device logs, on 2018-jun-20, revealed a pump motor stall (9:30) with recovery (8:29) on 2018-apr-02 secondary to MRI. The patient's weight was noted as (B)(6). It was indicated the event was related to the device or therapy and related to MRI/cause of event was due to MRI. No actions were taken and the issue resolved without sequelae on 2018-apr-02. Additional information was received from an hcp via a clinical study on 2019-jan-28. It was clarified that the motor stall occurred at 08:29 and recovered at 09:30.